Event description:
The customer called to report that insulin was squirting out during the manual prime. The customer also reported high blood glucose levels and no delivery alarms. Troubleshooting was performed, and the insulin pump failed the displacement test. Also found several motor error alarms in the alarm history. Advised that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.